Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that an acl tightrope rt was used for an acl reconstruction procedure. A 3.5mm retrodrill pin ii, reamers & drill were used to prepare the tunnel & socket. While the surgeon was passing the tightrope and hamstring graft into the prepared tibial tunnel and femoral socket, the surgeon passed the tightrope button and it flipped on the cortex. The surgeon then checked the button and tightrope and concluded they were secure by pulling back and forth gently on the graft and tightrope passing suture. When the surgeon went to advance the graft by shortening the tightrope, the tightrope and button advanced through the patients skin. It appeared that the fiberwire passing suture had somehow become tangled with the shortening suture. At this point the surgeon thought about attempting to untangle the sutures and dissecting to seat the button back onto the cortex but opted to cut the tightrope and remove it from the patient. The button was removed through an existing incision. The acl graft was backed out of the socket & tunnel and another tightrope rt was opened and implanted in the patient without incident. Skin injury was resolved with a few stitches and a steri-strip over top.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. Returned white suture is cut. The suture construct is disassembled. No burrs or sharp edges observed on the returned button. The most likely cause is as reported in the event description, the passing suture may have been entangled with the shortening strand suture and when they were pulled, it lifted the button instead of shortening the tightrope loop. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that an acl tightrope rt was used for an acl reconstruction procedure. A 3.5mm retrodrill pin ii, reamers & drill were used to prepare the tunnel & socket. While the surgeon was passing the tightrope and hamstring graft into the prepared tibial tunnel and femoral socket, the surgeon passed the tightrope button and it flipped on the cortex. The surgeon then checked the button and tightrope and concluded they were secure by pulling back and forth gently on the graft and tightrope passing suture. When the surgeon went to advance the graft by shortening the tightrope, the tightrope and button advanced through the patients skin. It appeared that the fiberwire passing suture had somehow become tangled with the shortening suture. At this point the surgeon thought about attempting to untangle the sutures and dissecting to seat the button back onto the cortex but opted to cut the tightrope and remove it from the patient. The button was removed through an existing incision. The acl graft was backed out of the socket & tunnel and another tightrope rt was opened and implanted in the patient without incident. Skin injury was resolved with a few stitches and a steri-strip over top.